Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack on screen which was non-visible and very difficult to read also the buttons were sticky and non-responsive. Customer¿s blood glucose level was unknown. Customer also reported that there was crack on reservoir compartment, grinds during rewind process and diminished battery life from day 1 use. Customer declined to troubleshooting with technical support. The device will not be returned for analysis.